Event description:
Customer reported a past high blood glucose event with the specific level unknown, as it was displayed as "high." Cause was not known. The customer administered a correction injection via multiple daily injections and was advised by technical support to consult with a healthcare professional for further discussion.